Event description:
This late MDR is a retrospective filing. On (B)(6) 2009, abbott point of care was contacted by a customer who reported the I-stat 1 analyzer was hot to touch. Based on the info at the time, there was no injury associated.

Event description:
Caller states patient tested >8.0 inr and >8.0 inr on the coaguchek s system while a comparison lab returned as 3.5 inr. Patient's coumadin dose was held one day. No adverse event reported. Requested return of suspect system and replacement was sent.